Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced pelvic and vaginal pain, ongoing urinary incontinence, dyspareunia, erosion, extrusion, revision/partial explant surgery, bleeding, disfigurement and scarring. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.